Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not rec'd. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Add'l info from the importer report: (B)(6) 2012; pelvicol acellular collagen matrix; (B)(4); (B)(6). Attorney.